Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a patient (pt) reported a corneal abrasion which resulted in a fungal infection in the right eye (od) while wearing 1-day acuvue® trueye® (nara a) brand contact lenses (cl). The pt reported that the issue started in (B)(6) 2018. The pt was prescribed ¿29 drops a day including diflucan, doxycycline, fish oil, aleve, restasis, besivance, zylet, and natacyn.¿ on (B)(6) 2018, additional information was received from the pt: the pt reported "some days better than others" regarding od. Pt agreed to have treating ecp release medical records. No further information was provided. On (B)(6) 2018, additional information was received from the eye care professional (ecp): the ecp reported that the pt was seen in the office for a different issue (unknown date), and the ecp mentioned seeing a central scar on the od. The ecp believes that the ¿pt was working in the garden between visits, resulting in the fungal infection.¿ the ecp noted that the pt has keratoconus. The pt was treated by a different ecp for the od fungal infection. No further information was provided. Multiple attempts were made to the treating ecp regarding release of medical records, but no additional information has been received. The suspect cl is not available for return. No product or lot information was available. No analysis could be conducted.